Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 558 mg/dl. It was stated that the customer experienced weakness and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Further troubleshooting was not possible as the customer did not have a reservoir. It was stated that the insulin pump was exposed to an MRI scan on (B)(6) 2012, and the insulin pump alarmed motor error on (B)(6) 2012. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly. The insulin pump passed the error, displacement and self tests. The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The motor passed the motor test. The insulin pump had a cracked reservoir tube and battery tube threads.